Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices via a 5f sheath, using a pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, with the first proglide device, a cuff miss occurred. A second proglide was used but a cuff miss occurred. Resistance was felt when the proglide device was removed. The anterior foot of the proglide device did not fully retract into the device causing a "small rift", tissue damage, in the vessel. An 8f sheath was placed but bleeding continued and a 10f sheath was placed. The evar procedure was completed and hemostasis was achieved by cut down and suturing. There was a 30 to 45 minute delay in the procedure due to the issues with the proglide devices. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to remove could not be replicated in a testing environment. The reported foot retraction problem could not be confirmed as the device was returned with the lever in the closed position. The reported needle to cuff miss could not be confirmed as the plunger, suture, link, both needles and both cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Although a conclusive cause for the reported needle to cuff miss, difficult to remove and foot retraction problem could not be determined, the tissue damage and treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.